Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's pharmacist reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 750 mg/dl. Troubleshooting for high blood glucose was performed. Customer was placed on insulin drip and manual injections while at hospital. Customer experienced a hyperglycemic event. Customer's reservoir had one air bubble inside of it. Customer experienced chest pain and was brought to the hospital. Customer went to the hospital on two separate occasions a month ago due to the strips on the device being faulty and high blood glucose levels. Customer changed out their infusion set and reservoir which resulted in their blood glucose going down.